Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 29mm valve after an implant duration of 4 years, 2 months due to patient-prosthesis mismatch, severe stenosis, mild thickening, mild calcification, and pannus. The patient presented with acute on chronic combined systolic and diastolic heart failure. Per medical records the patient underwent aortic root enlargement and redo-avr. The replacement valve was well seated. The post-op course was complicated by delirium. The patient was discharged home in good condition on pod #15. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was returned and product evaluation is in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Updated b5, h3, and h6 per new information received. H3: device evaluation. Customer reports of stenosis, calcification, and pannus were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated minimal calcification was observed on leaflet 1, and calcification nodule on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the inflow aspect and 5mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. All three leaflets were thickened and swollen at the free margins near the commissures. Calcification, host tissue overgrowth, and thickened leaflets restricted leaflet mobility and led to stenosis. A 2mm perforation was observed on leaflet 2. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring around leaflet 2, however suture holes were visible. Sewing ring was cut around the valve on the inflow aspect. Multiple suture threads were returned with valve. The knotted section along with the suture tail were measured to be approximately 6mm to 15mm.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 29mm valve after an implant duration of 4 years, 2 months due to patient-prosthesis mismatch, severe stenosis, suture tail abrasion, mild thickening, mild calcification, and pannus. The patient presented with acute on chronic combined systolic and diastolic heart failure. Per medical records the patient underwent aortic root enlargement and redo-avr. The replacement valve was well seated. The post-op course was complicated by delirium. The patient was discharged home in good condition on pod #15. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.